Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 204mg/dl, 148mg/dl. Tests were done less 10 minutes apart with a difference of 28%. Patient did not experience any adverse event. No further information has been reported.